Event description:
Per the audiologist, the pt was hit in the head at school. Since that time the pt has reported a low buzzing sound with and without device use. Exchanging external equipment did not alleviate the problem. Results of an integrity test done in 2007 showed normal receiver/stimulator function. The pt's sound processor was reprogrammed and she was monitored closely for any changes. On three weeks later, the pt's mother reported that the noise had gotten louder. The surgeon prescribed three weeks of steroid treatment for a suspected eustachian tube dysfunction. The pt's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.